Event description:
Reporter alleged that he could not test due to error messages on the compact plus system and passed out. Reporter stated he drank water and the paramedics were called. It is reported that the paramedics obtained a reading of 59 mg/dl on their meter and treated the customer with a "lemony drink". No other actions or treatment were reported taken or received. A request was made for the return of the suspect device and replacement product was sent.